Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was unknown. The caller stated that insulin squirted out during the manual prime process, and the insulin pump alarmed. The customer also stated that the device was stuck in the prime loop, and the drive support cap was loose. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. No prime alarm noted. Drive support disk was inspected and no anomaly was noted. The insulin pump had a scratched display window. Unable to perform the basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly.